Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome (tlss) in both eyes. The topical steroid dosage was increased. A brief description of the event says that patient was very light sensitive in both eyes with left eye being worst that began on (B)(6) 2016. Anterior chamber deep and quiet in both eyes. Corneas were clear other than some interface debris. Patient discontinued steroid on her own after not following taper. Went from 4 times a day for 10 days to no drops. Restarted taper and was instructed to re-check in 24-48 hrs if necessary. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity in both eyes (left more), red eye and pain. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 -.75 x -2.50 x 103, left eye pre-op 20/20 -.75 x -2.50 x 82.